Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) after making an incision with a cutter, a seal was inserted, but it was not positioned properly. Another manufacturer device was used, and the procedure was completed without incident. There was no risk to the patient's health. No additional treatment needed. A central anastomosis device (enclosed) from another company was used and has been disposed of.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a2,a4,b4,b5,d9,g3,g6,h2,h3,h6,h11. The lot # 3000474241 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) after making an incision with a cutter, a seal was inserted, but it was not positioned properly. Another manufacturer device was used, and the procedure was completed without incident. There was no risk to the patient's health.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.